Manufacturer narrative:
Other text: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. All labels intact and no physical damage found. As a result of checking the log, it confirmed that there was a record of the nda alarm occurring between december 31, 2022. Alarm could not be duplicated during the functional test. The downstream sensor was replaced as a preventative measure. Product is beyond 12 years from manufacture date of 2010-10 and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed 'no disposable, pump won't run'. The event was observed for four days consecutively. No patient injury reported.